Manufacturer narrative:
For regularization - retrospective review / FDA request. This incident occured in (B)(6). A declaration had been formalized with (B)(6) on july 2016. No information concerning the circumstances of this rupture. No return from the surgeon. No possibility to appraise the explant. The cause of this breakage is not identified. No other complaint concerning this batch of screws. This file is closed.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. Reported a "15-day postoperative rupture of a 8 mm ligafix screw in one patient." According to the information provided, the patient had to be reoperated.